Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving inappropriate therapy. Noise was observed on both the ventricular and atrial lead channels. The right ventricular and atrial leads were explanted and replaced. No adverse consequences were detected.